Manufacturer narrative:
The suspect cooling catheter system (ccs) was returned to the manufacturer for evaluation. Testing found that the stylet and ccs would not fit together. Visual measurements found that the stylet outside diameter was smaller than the inner diameter of the ccs. The component was found to be damaged due to an attempt to use the two components together when they were incompatible. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The second suspect cooling catheter system (ccs) was returned to the manufacturer for evaluation. Testing found that the stylet and ccs would not fit together. Visual measurements found that the stylet outside diameter was smaller than the inner diameter of the ccs. The component was found to be damaged due to an attempt to use the two components together when they were incompatible. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The suspect stylet was returned to the manufacturer for evaluation. Testing found that the stylet and ccs would not fit together. Visual measurements found that the stylet outside diameter was smaller than the inner diameter of the ccs. The component was found to be damaged due to an attempt to use the two components together when they were incompatible. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The second suspect stylet was returned to the manufacturer for evaluation. Testing found that the stylet and ccs would not fit together. Visual measurements found that the stylet outside diameter was smaller than the inner diameter of the ccs. The component was found to be damaged due to an attempt to use the two components together when they were incompatible. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt), the visualization stylet became stuck with a cooling catheter system (ccs). It was reported that the site had completed one ablation, however the issue occurred when attempting to insert the stylet for a second ablation. The surgeon then attempted to use a second stylet and cooling catheter system (ccs) which also became stuck. The surgeon then opted to abort the procedure. There was a reported delay to the procedure of twenty minutes due to this issue. No additional information was provided.

Manufacturer narrative:
Additional information: a internal corrective action was created to address the reported incident. Based on that investigation, further investigation was required on this event. Corrections: no corrective actions were required as preliminary investigation showed the damage was caused by the end user and not by manufacturing processed or sub-tier operations. Investigation summary: destructive testing was done on the cooling catheter that still contained part of the inner tubing. Testing confirmed that the inner tubing is within specification and was not the root cause of the issue. The same stylet related to the complaint was then placed inside of another cooling catheter and was inserted and removed with no issue. It was noticed that there were markings in the middle and on the proximal end of the stylet. Due to the condition of the product when it was returned, it could not be confirmed if the stylet had the markings prior to use. The representative who was present during the procedure was interviewed and said that the doctor did use some type of pliers to remove the ccs, which could cause the markings on the proximal end. No root cause could be determined from the investigation and the complaint could not be repeated.